Event description:
Philips received a complaint on the patient monitor efficia cm10 indicating that the device is continuously showing high blood pressure readings. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). A philips remote service engineer (rse) spoke to the customer and could not replicate the reported nbp reading issue. No error code was found; the device passed all functional tests when checked with a simulator. The system meets specification for the performed service and was returned to use. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.